Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and periodic self testing without duplicating the reports. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.